Event description:
Philips received a complaint on the heartstart xl device indicating that there is a battery issue. The site clinical engineer worked with the rse. The device needs a battery. However, the device is end of life since 31dec2018 and parts are not available. No further action is required at this time.

Manufacturer narrative:
Phone number: (B)(6).